Event description:
During an unspecified procedure, the instrument misfired. The hosp reported that no pt injury had occurred. No add'l info is available.

Manufacturer narrative:
6/26/96-supplemental report #1 submitted to FDA.